Event description:
The following was reported to hamilton medical ag: unit not communicating with their software (capsule or epic). This occurrence was noticed during patient ventilation. This was not further explained. The ventilator device did not alarmed. No device log files were provided to hamilton. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is cer (B)(4). Investigation ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: · unit not communicating with their software (capsule or epic). · this occurrence was noticed during patient ventilation. This was not further explained. · the ventilator device did not alarmed. · no device log files were provided to hamilton. · there was no need for any medical intervention reported. · neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.

Manufacturer narrative:
Hamilton medical ag case number is (B)(4). Investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information. Updated fields: b4, d1, d3, d4, g6, h2, h4, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. It was alleged that the unit did not communicate with the software during ventilation of a patient. No harm reported. The event did not cause or contributed to a death or serious injury to a patient. No log files were provided. No further feedback was received. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.

Event description:
The following was reported to hamilton medical ag: unit not communicating with their software (capsule or epic). This occurrence was noticed during patient ventilation. This was not further explained. The ventilator device did not alarmed. No device log files were provided to hamilton. There was no need for any medical intervention reported. Neither delay in treatment nor harm to the patient, user or third party has been reported. The investigation is still ongoing.